Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boson scientific that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient underwent a pre-scheduled procedure per the physician's protocol to check the stent. According to the complainant, during this procedure, it was noted that the stent had migrated into the patient's pseudocyst. The stent remains implanted in the patient and the physician intends to remove the stent on (B)(6) 2018. There were no patient complications as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
Event has been updated with additional information received on (B)(6) 2018. Name and address has been updated to correct the physician's name.

Event description:
It was reported to boson scientific that a hot axios stent was implanted in a transgastric position to treat a pancreatic pseudocyst during a procedure performed on (B)(6) 2017. On (B)(6) 2017, the patient underwent a pre-scheduled procedure per the physician's protocol to check the stent. According to the complainant, during this procedure, it was noted that the stent had migrated into the patient's pseudocyst. The stent remains implanted in the patient and the physician intends to remove the stent on (B)(6) 2018. There were no patient complications as a result of this event. The patient's condition was reported to be fine. Additional information received on january 22, 2018: the axios stent was successfully removed from the patient on (B)(6) 2018.